Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One 3i t3® with dcd® tapered implant 5/4 x 8.5mm (bnpt5485) was returned for investigation. Visual evaluation of the as returned product identified some signs of use and debris attached to the external threads but no apparent malfunction. The device could not be functionally tested for the reported failures (perforated sinus), however, measurements were taken using a caliper. Device history record (DHR) review was completed for the subject lot number 2019080063. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (2019080063) using keyword perforated sinus and no other complaint was found. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. Additionally, the reported events could not be verified since they are medical conditions.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor reported he placed the implant in a dens surface, but little perforation of sinus, so implant was removed. Tooth location 26 (fdi).